Event description:
A surgeon reports that during intraocular lens (iol) implantation, he noticed the lens was damaged after the lens had been inserted into the eye. The incision was enlarged to facilitate removal of the iol. The surgeon indicated the pt is doing well. Add'l info has been requested.